Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6)2022, the patient underwent the orif surgery for trochanteric fracture of femur. A guide wire for head elements seemed to interfere with the nail when the surgeon was inserting the guide wire using the insertion handle and aiming arm. The surgeon tried inserting the guide wire by pushing it a little stronger, then the guide wire got stuck and could not be removed. But the surgeon managed to remove the guide wire and tried to insert another new guide wire after checking the connection between the instruments and reversed the locking mechanism of the nail to reduce the risk of interference. The surgeon managed to succeed in inserting the guide wire. After that, the surgeon also had a difficulty in using a reamer with the insertion handle and aiming arm. Although the reamer went forward only a little, it still went forward to some extent, so the surgeon tried to insert a blade. However, even when the surgeon manually pushed the blade, it did not reach the nail, so the surgeon adjusted the operation by lifting the insertion handle a little and proceeded reaming again. The surgeon succeeded in reaming, and subsequent procedures were performed smoothly. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for a 10mm/125 deg ti cann tfna 200mm ¿ sterile. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.